Event description:
During a percutaneous coronary intervention (pci) of a calcified and 77% restenotic lesion in the mid left anterior descending artery, the balloon ruptured within rated burst pressure. The lesion was 15mm in length in a 3.5mm vessel diameter. It was a pinhole type of rupture. The product was clinically used in the patient. The product was returned for analysis.

Manufacturer narrative:
A report was received that a cypher sds was associated with balloon rupture. The event involved a male patient of unk age with an unk medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in the mid lad that was described as a restenotic 70% occluded, 3.5mm in diameter, 15mm in length and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesion. It is not known if the lesion was pre-dilated prior to the introduction of a 3.50x33mm cyper stent. The sds crossed the lesion and the system was pressurized in order to deploy the stent. However, before reaching 16atm, a pinhole rupture of the balloon was noted. It is presumed that the stent was adequately deployed, but efforts to clarify this have been unsuccessful. The sds was removed without injury to the patient. The sds was returned for evaluation without its' associated stent. It was returned with an-identified non-cordis guidewire. Functional testing revealed balloon leakage. Sem analysis revealed a longitudinally-directed external surface abrasion located 0.9cm from the distal tip of the balloon. This was caused by an un-identified source. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. The balloon leakage confirmed on analysis and appears to be the result of vessel or procedural factors.